Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. Possible over delivery anomaly not confirmed. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing. There were no pump error 63 noted in the pump history file. The following were noted during visual inspection: scratched case, scratched keypad overlay, keypad overlay texture damage, stained keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 173 boluses listed on the event date 26-apr-2023 in the pump history file. Please see below the first 10 boluses listed on the event date 26-apr-2023 in the pump history file. 04/26/2023 00:03:04.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.125. Bolusamountdelivered = 0.125. 04/26/2023 00:08:00.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. 04/26/2023 00:13:00.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. 04/26/2023 00:18:00.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.125. Bolusamountdelivered = 0.125. 04/26/2023 00:22:55.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.075. Bolusamountdelivered = 0.075. 04/26/2023 00:27:55.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. 04/26/2023 00:32:51.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.025. Bolusamountdelivered = 0.025. 04/26/2023 01:22:56.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.025. Bolusamountdelivered = 0.025. 04/26/2023 01:57:49.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. 04/26/2023 02:02:47.000 normalbolusdelivered. Bolusprogrammingmethod = cl1 micro bolus (670 only). Normalbolusamountprogrammed = 0.1. Bolusamountdelivered = 0.1. Please see below for the daily total of all insulin delivered on the event date 26-apr-2023. 04/27/2023 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 04/26/2023 00:00:00.000. Dailytotalofallinsulindelivered = 51.275. Dailytotalofbasalinsulindelivered = 22.575. Dailytotalofbolusinsulindelivered = 28.7. There were no unexpected pump errors/alarms noted 1 week prior to the event date 26-apr-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 1.1 mmol/l at the time of the event and reported the pump was delivering insulin even though the blood glucose value was low and the pump did not alert the customer on low blood glucose. The customer also reported the sensor and blood glucose difference. Troubleshooting was performed and found that the customer was treated with a food intake and called an ambulance for help. The customer was not reporting symptoms as a result of blood glucose. The pump was used within 48 hours and the auto mode was active at the time of the event. The customer alleged that the pump was over-delivering the insulin. The insulin pump was not exposed to the strong magnetic fields. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis.